Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Event description:
Additional information was received and it was reported that while the user was scanning the patient during a heart exam, the ultrasound system displayed a us acquisition hw_35 error message. A different transducer was used to continue and complete the procedure. There was a delay of 15-20 minutes while a replacement transducer was retrieved. It was not necessary to repeat the procedure since there was no loss of data. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6) and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the failure was due to a strain relief crack at the connector. The possible root cause is due to cable assembly manufacturing process variation. This is not a trend failure, but it will be monitored.